Event description:
The pt called to report that she has been experiencing pain ever since her implant surgery. Pt stated that she sought the opinions of 2 surgeons who looked at the xrays and told her that the hip was "put in wrong."

Manufacturer narrative:
Investigation pending. No additional information available at this time.